Event description:
Left shoulder arthroscopic slap repair in 2004; stryker pain pump w/catheter (2% lidocaine w/epinephrine) inserted and left in glenohumeral joint space. The 2006 unenhanced MRI left shoulder- impression: high-grade glenohumeral joint cartilage loss. Now suffers from bone-on-bone contact in left shoulder. Only definitive option is a prosthetic replacement, which at this point is recommended. Dose or amount: 250 ml route: 014. Dates of use: 2004. Diagnosis or reason for use: left shoulder arthroscopic sl.